Event description:
It was reported that episodes of non-sustained right ventricular over-sensing due to noise were noted via a review of remote transmission. No inappropriate therapy was delivered. No intervention was performed at this time. The patient is being monitored. There were no adverse health consequences, the patient was stable.